Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) requested review of pacemaker mediated tachycardia (pmt) and atrial tachy response (atr) episodes stored by this pacemaker system. Technical services (ts) advised pmt episodes stored were successfully terminated by the algorithm. Atr episodes were stored due to far-field oversensing of the right ventricular channel. Ts provided reprogramming recommendations. Additional information has been requested but was not provided at this time. This pacemaker remains in service. No adverse patient effects were reported.